Manufacturer narrative:
The stapler logs for this procedure were reviewed. The logs show a sureform 45 stapler instrument (part #480545-06, lot #k14251127-0257) was installed on the system 5 times and fired 5 sureform 45 reloads (1 gray, 2 white, 2 black, in that order). On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 4 and 5, the system failed to detect the reload color, and the user manually selected the black reload via the surgeon side console (ssc) touchpad for both installs. On install 4, the first clamp was successful, but was followed by a firing failure. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, tissue was pushed and not properly stapled or cut when a sureform 45 stapler instrument fired a sureform 45 black reload. During this event, the customer received a message stating: "elevated force required. Suboptimal stapler line possible. Tap blue pedal to unclamp or use touch pad to enable force fire. Force fire is not recommended." The customer reported that this event resulted in the target tissue being pushed/dragged and a partial fire occurred. The sureform 45 stapler instrument and sureform 45 black reload were removed and a new sureform 45 black reload was used to continue the procedure. The procedure was completed as planned.